Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078299) on 19-jul-2018. The most recent information was received on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash generalised ("skin rashes that cover the entire body") and lymphadenopathy ("lymph node enlarged on the occipital area of the right head") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced rash generalised (seriousness criteria hospitalization and intervention required), lymphadenopathy (seriousness criterion medically significant), migraine ("migraines"), arthritis ("joint inflammation"), contusion ("bruises"), headache ("constant headaches"), tooth disorder ("teeth problem"), dysgeusia ("metal taste in the mouth"), thyroid disorder ("thyroid on and off issues"), visual impairment ("eyesight problems") and temporomandibular joint syndrome ("jaw issues possible tmj") and was found to have liver function test abnormal ("liver counts off"). The patient was treated with surgery (abdominal hysterectomy with removal of tubes and ovaries and lymph nodes had to be removed and ended up having damaged nerve). Essure was removed on (B)(6) 2018. At the time of the report, the rash generalised, lymphadenopathy, migraine, arthritis, contusion, headache, tooth disorder, dysgeusia, thyroid disorder, visual impairment, temporomandibular joint syndrome and liver function test abnormal outcome was unknown. The reporter considered arthritis, contusion, dysgeusia, headache, liver function test abnormal, lymphadenopathy, migraine, rash generalised, temporomandibular joint syndrome, thyroid disorder, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepant data provided - patient reported essure insertion date as on (B)(6) 2004, and stated she had essure inserted in 2014 (insertion date interpreted as on (B)(6) 2014). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: quality safety evaluation of ptc-product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078299) on 19-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of rash generalised ("skin rashes that cover the entire body") and lymphadenopathy ("lymph node enlarged on the occipital area of the right head") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced rash generalised (seriousness criteria hospitalization and intervention required), lymphadenopathy (seriousness criterion medically significant), migraine ("migraines"), arthritis ("joint inflammation"), contusion ("bruises"), headache ("constant headaches"), tooth disorder ("teeth problem"), dysgeusia ("metal taste in the mouth"), thyroid disorder ("thyroid on and off issues"), visual impairment ("eyesight problems"), temporomandibular joint syndrome ("jaw issues possible tmj") and liver function test abnormal ("liver counts off"). The patient was treated with surgery (abdominal hysterectomy with removal of tubes and ovaries) and surgery (lymph nodes had to be removed and ended up having damaged nerve). Essure was removed on (B)(6) 2018. At the time of the report, the rash generalised, lymphadenopathy, migraine, arthritis, contusion, headache, tooth disorder, dysgeusia, thyroid disorder, visual impairment, temporomandibular joint syndrome and liver function test abnormal outcome was unknown. The reporter considered arthritis, contusion, dysgeusia, headache, liver function test abnormal, lymphadenopathy, migraine, rash generalised, temporomandibular joint syndrome, thyroid disorder, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepant data provided - patient reported essure insertion date as (B)(6) 2004, and stated she had essure inserted in 2014 (insertion date interpreted as (B)(6) 2014). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.